Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood.